Manufacturer narrative:
(B)(4). One (1) mis single inner set screw, one (1) viper2 trial rod ¿ 70 mm and one (1) mis fenestrated poly-axial screw 6x45 were returned for evaluation. Visual examination of the single inner set screw revealed minor wear, consistent with the forced removal of the set screw. Also, the set screw has several surface indications of rod striations, consistent with friction with rod after loosening. Visual examination of the rod revealed signs of operative usage and scratch marks consistent with friction with the set screw. Intra-op x-rays and post-op x-rays were provided. The intra-op x-rays reveal that components were implanted with correct fit and orientation. Also, the post-op x-rays confirm the loosening of set screw and the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. In general, patient factors that may affect the performance of the components include: patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to are unknown. It is not suspected that the product failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Under the 6 where control rod right unhinged / dislocated. Intraop nothing special. Caps still seem to be in place. Revision.